Event description:
It was reported that the device was implanted in 1994 and the patient had been non-compliant with follow up devices checks. The patient presented with the device at elective replacement indicator (eri) and it was unable to communicate with the programmer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).